Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported the pump would intermittently lose power. There was no damage to the pump battery cap or compartment, no corrosion, and the battery cap was tight and secure. There was no adverse event associated with this issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the black box indicated a ''low battery'' warning occurred and a used battery was inserted. The pump was exercised for 24 hours with no power issues occurring. No defects were found to the power flex, battery connections, and internal components. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.